Event description:
It was reported that the customer had high blood glucose levels over 600 mg/dl. Customer thought the issue was the sensor. Customer changed the infusion set and will call back if it is not working. Customer later stated that he realized the sensor had nothing to do with the blood glucose level and that he was going to change everything and follow-up with a manual injection. Customer felt the pump was working fine. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.